Event description:
It was reported there was a cassette detached alarm during testing. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
B5: additional information received via email on 18-august-2022 from customer and attached in complaint: issue happened while testing and the date of the event is unknown. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found latch lock optical cam flex inoperable during the investigation. A faulty latch lock optical cam flex was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.